Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential causes could include but are not limited to surgical technique, procedural variance, fit/sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
It was reported that during tka procedure the gii ps insert sz 3-4 9mm could not be fixed during primary surgery. This happened during use inside the patient. It was replaced by an identical backup insert. The back up could be inserted without further problems. A delay of less than 30 min was reported. No injuries reported at this time. The affected complaint device, intended for use in treatment, was not returned for evaluation as it has been discarded by the nurse. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during tka procedure, the gii ps insert sz 3-4 9mm could not be fixed during primary surgery. This happened during use inside the patient. It was replaced by an identical backup insert. The back up could be inserted without further problems. A delay of less than 30 min was reported. No injuries reported at this time.